Event description:
Customer reported that while inserting a sensor she hit a capillary and the area began to bleed. Customer's blood glucose was 22 mg/dl and was treated for blood glucose. Customer's blood glucose at the time of call was 221 mg/dl. Advised customer on proper insertion technique. Nothing further was reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.